Manufacturer narrative:
Title: neoadjuvant androgen deprivation therapy effects on perioperative outcomes prior to radical prostatectomy: eleven years of experiences at ramathibodi hospital source: research and reports in urology 2021:13 303¿312. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated outcomes of patients who underwent radical prostatectomy for prostate cancer between 2008 and 2018. There were 718 procedures performed either by open procedure, laparoscopic and robot-assisted. A retzius space was developed. Endopelvic fascia on both sides were opened, followed by puboprostatic ligament was dissected and dorsal venous complex was controlled using barbed suture. Complications in the total study group included: bleeding and adjacent organ injury (rectum, bladder, ureter, iliac vein and small bowel). Blood transfusions were listed but no other interventions were reported.